Event description:
During left stapedectomy the angle portion of the 90 degree angle ear pick broke off in the pt's ear. The instrument piece was left in the area as the surgeon felt that to try to remove it would pose a further danger to the pt. The instrument was sent to ecri for independent analysis and the MFR was notified of the incident. The size of the ear pick was 3 mm. The pt's diagnosis was bilateral otosclerosis/hearing loss pre-operatively. The pt was informed of the occurrence by the physician and discharged on 12/16/93 with follow-up to be in the physician's office. (The piece was left because the md felt trying to remove it could possibly cause permanent damage to the inner ear.)